Event description:
It was reported that during the routine check of the external pulse generator (epg), its rate was "off." The epg will be returned for repair and service. No indication of patient involvement.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.